Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information obtained from the field which indicated that the lead was surgically abandoned due to high pacing threshold measurements. No adverse patient effects reported.